Event description:
When going to change the nx stage pureflow b solution hemodialysis solution, the registered nurse popped the solutions to get them to mix, and the bag completely broke, and the fluid went all over. The bag also broke on the upper left narrow side.